Manufacturer narrative:
B5: during follow up a breakdown of the affected patients was provided. The patient represented in this complaint was treated with unspecified medication (no further details reported) for the peritonitis event. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The peritonitis events occurred over the "last 6 months". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unspecified number of peritoneal dialysis (pd) patients experienced peritonitis. The cause of and treatment for the events were not reported. It was not reported if the patients were hospitalized for the events. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.